Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1 the cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
H6: updated devices return status. Additional information. The hemolysis was never confirmed. The hematuria cleared on its own. And the pump has been discarded.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the left femoral artery in a 61-year-old female patient with myocardial infarction (ami) and cardiogenic shock (cgs). The patient¿s clinical state prior to initiation of support was consistent with scai stage e shock. During support, hemolysis was suspected due to the presence of hematuria and a noted deep pump position; however, no additional clinical or laboratory evidence was available to verify hemolysis. The patient remained on support until explant and survived. The suspicion of hemolysis was primarily driven by hematuria and a pump positioning but lacked laboratory or imaging findings to confirm. The event appears more consistent with a precautionary clinical observation rather than a confirmed device related complication. Hemolysis is a known risk associated with impella cp as described in the instructions for use (IFU).